Manufacturer narrative:
The device involved in the event was returned. The returned device was examined, and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the angiographic catheter with the same lot as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that an angiographic catheter was not inserted the guide wire, it was pulled out from other device used in combination, an angiographic catheter tip was trapped in a narrow gap on the device, and it was pulled. This resulted in a decrease in tensile strength of the catheter to a degree that the catheter could not withstand the tensile force, then catheter was fractured. Lot#: 19a1643.

Event description:
On (B)(6) 2019, at a hospital in (B)(6), it was reported that the tip of the mongoose angiographic catheter was found to be fractured during a procedure. Since the broken catheter part was caught in the device used together, it was pulled out together with the device and removed without leaving the patient's body. There was no reported patient injury as a result of this event.